Manufacturer narrative:
Concomitants: femoral serial no. (B)(6). Patella serial no. Unk. Tibial tray serial no. (B)(6).

Event description:
It was reported via clinical study, that the 60 yo male patient experienced a patellar sleeve fracture which presents as clicking laterally with flexion but is not painful. The date of adverse event onset is unk-unk-2018. The patient was revised on (B)(6) 2022 with the outcome last known as resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-01521.